Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed device evaluation and the legal manufacturer's final investigation. The device was returned and evaluated, and the customers allegation was not confirmed. However, dirt was found in the socket connector and connection problems were detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over t years since the subject device was manufactured. Judging from the following facts found out from the investigation and the description for e103 written in the service manual, the reported phenomenon, e103 error, seemed to have occurred because ignition error occurred due to faulty thermal switch, main board, lamp housing, xenon lamp, ignitor, or power supply u. Since the repair confirmed the accumulation of dust inside the device, the above-mentioned part failure might have occurred due to accumulation of dust. Since the phenomenon was not reproduced at the repair, the cause of the phenomenon cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that error 103 occurred on the evis exera iii xenon light source during the therapeutic procedure (digestive endoscopy). The procedure was completed successfully using the same device by turning it on and off. There was no extension in the procedure. There was no patient harm reported.